Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site (B)(4) 2015. Medtronic investigation of returned suspect device finds that the computer boots to log-in screen during initial testing. (B)(4) 2015 a medtronic representative, trouble-shooting at the site, found that the navigation system only displayed "no input detected" when exiting the ent software. The navigation system displayed this message for several minutes, and would then begin to log back into the computer again. After a hard re-boot, the medtronic representative could get back to the application launch screen, however, the software display appeared to be larger than the navigation system monitor. When the software was launched, the software display fit the navigation system monitor. When exiting the software, the previous issue did not occur again. Checked the video chain connections, and nothing seemed to be abnormal. Determined it is likely that the computer operating system may have become corrupt, causing the reported issue. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative installed the new computer, and the system functioned as intended. Also added the white image lines and scanner mask settings to insure proper exam loading. Issue resolved.

Event description:
A site representative, operating room (or) manager, reported that while preparing for an upcoming procedure, the navigation system powered on and displayed the message "no input detected" on the monitor. The site representative stated that the disc drive light was on, and they could open and close the drive. In trouble-shooting, it was noted that the computer fan turned when the power switch was turned on, and the mouse lights were coming on. The video cable was seated firmly on the monitor. There was no patient present when this issue was identified.